Event description:
The device was used during a hysterectomy procedure. Staples did not form properly. The hospital has reported no pt injury occurred.

Manufacturer narrative:
10/24/96- submission of supplemental report #1 to FDA by mfg.